Manufacturer narrative:
Correction to the follow-up 1 MDR in block d1. Block b3: exact date unknown, event occurred at the beginning of may. Block d.2b: additional applicable product codes: nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7128886, UDI: (B)(4). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7129028, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7134297, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) system was explanted due to erosion at the lead and extension connection site, which subsequently led to an infection. The lead extension rotated and eroded through the skin. The infection was confirmed by the presence of curtibacterium acnes identified through culture. The patient, during hospitalization, was treated with vancomycin, followed by a one-week course of levaquin upon discharge, and then a one-week course of doxycycline. Although the patient continues to experience tremors, he is recovering well postoperatively. The devices were not analyzed, as they were disposed of by the medical facility.

Event description:
It was reported that the deep brain stimulation (dbs) system was explanted due to erosion at the lead and extension connection site, which subsequently led to an infection. The lead extension rotated and eroded through the skin. The infection was confirmed by the presence of cutibacterium acnes identified through culture. The patient, during hospitalization, was treated with vancomycin, followed by a one-week course of levaquin upon discharge, and then a one-week course of doxycycline. Although the patient continues to experience tremors, he is recovering well postoperatively. The devices were not analyzed, as they were disposed of by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in block(s) b5, b7, d4 and h6 and h11 block b3: exact date unknown, event occurred at the beginning of may block d.2b: additional applicable product codes: nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7128886, UDI: (B)(4). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7129028, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7134297, UDI: (B)(4).

Manufacturer narrative:
Block d.2b; additional applicable product codes: nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7128886, UDI: (B)(4). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7129028, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7134297, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) system was explanted due to erosion at the lead and extension connection site, which subsequently led to an infection. The infection was confirmed by the presence of cutibacterium acnes identified through culture. During hospitalization, the patient was treated with vancomycin, followed by a one-week course of levaquin upon discharge, and then a one-week course of doxycycline. Although the patient continues to experience tremors, they are recovering well postoperatively. The devices were not analyzed, as they were disposed of by the medical facility. Or. It was reported that the deep brain stimulation (dbs) system was explanted due to erosion at the lead and extension connection site, which subsequently led to an infection. The infection was confirmed by the presence of cutibacterium acnes identified through culture, and as a result patient was prescribed antibiotics. Although the patient continues to experience tremors, they are recovering well postoperatively. The devices were not analyzed, as they were disposed of by the medical facility.